Event description:
False negative urine pregnancy test [false negative pregnancy test]. Case description: spontaneous report received on (B)(6) 2010 from a consumer, regarding a female patient. The consumer reported the customer complained of getting a false negative urine result with the 124 osom combo hcg 25t kit. The false negative urine results was confirmed with a 77 miu/ml serum beta quantitative. The site noted the test was negative at 3 and 5 minutes and then the patient had an endometrial biopsy procedure performed. The site then noted a test line appeared at 10 minutes. The serum quantitative was then ordered. Qc performed fine. The test device looked fine. There was no issue with the pipette. This site did note there may have been potential harm to the fetus due to the procedure performed. Used and unused test devices were returned. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of osom combo hcg 25t kit is not affected by this report.